Event description:
Caller reported experiencing a cartridge alarm during the pump load process. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to reload the same cartridge when the issue recurred, and the call was transferred for further assistance.